Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was remained implanted section d6b: if explanted, give date: not applicable, as lens was remained implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was used as a back up lens after the first lens was removed (serial (B)(6)). After insertion, the ophthalmologist observed debris on the leading edge, though it was not prominent. Lens was left in the patient's eye. No injury or further intervention was required. No additional information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: photo evaluation. Device evaluation: no suspect product was received; customer-provided photos were evaluated. The images show a pseudophakic eye implanted primarily with a tecnis eyhance preloaded in the simplicity delivery system (model dib00); other photos appear to show the secondarily implanted lens. A roughness or irregularity is visible on one lens edge in the provided images and is not observed on the opposite edge. A similar, less prominent irregularity can be seen in other images. The observed edge-surface irregularity is minimal and corresponds to the area shown in the photos. The nature, root cause of the reported incident as well as its potential clinical impact cannot be determined from a picture assessment. The complaint issue was not identified during photo evaluation. The other observed issues during the photo evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.